Manufacturer narrative:
The reported problem was resolved through troubleshooting via the phone with olympus technical support. Once the user cleaned the contacts on the scope, the reported problem was resolved and the device functioned as expected.

Event description:
A user facility reported to olympus that they were getting a focus function error (e204). The problem reportedly occurred during preparation for a procedure. There was no patient injury or harm, associated with the problem, reported to olympus. The intended procedure is unknown.